Event description:
It was reported that on (B)(6) 2022, a 36mm amplatzer septal occluder was chosen for procedure using a non-abbott 14fr delivery sheath. During deployment, the physician noted that the device was not taking the desired shape, and a cobra deformation was observed. The device was retrieved back, and no replacement device was used. There was no interaction with cardiac structures during deployment, and there was no angulation or kink noted in the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deploying deformed could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Deformed bent wires were noted on the distal disc, consistent with damage during use. Information from the field indicated that a non-abbott 14f sheath was used and the amplatzer septal occluder instructions for use, has the largest recommended sheath size as a 13f. The internal diameter of the non-abbott sheath is unknown, therefore it cannot be conclusively determined if the larger sheath size contributed to the reported event. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.na

Event description:
N/a